Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported there was no image. This rendered the system unusable. This could result in the delay or cancellation of the procedure. There is no report of injury or death associated with this event.